Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, upon suturing the first layer of tissue at the device pocket, the system impedance was tested and was noted to be 25 ohms. The device pocket was flushed and the eternal space was massaged. The pocket was then fully closed and the procedure was competed. It was noted that the patient had little adipose tissue and a small frame and no defibrillation threshold (dft) test was performed due to a pre-existing thrombus unrelated to the implant procedure. The device was again checked post implant and the system impedance still showed 25 ohms. The physician suspected that the low shock impedance measurements were related to a pre-existing left pulmonary effusion unrelated to the implant procedure. The patient was scheduled for a device follow up check on a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen for post implant follow up. Shock impedance measurements were noted to be 28 ohms and sensing was noted to be appropriate in all programmed vectors. The physician plans to continue routine in clinic follow ups. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.